Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) withheld therapy in the presence of atrial fibrillation (af) with rapid ventricular response as expected but continued to withhold therapy when the rhythm transitioned to ve ntricular tachycardia (vt). Patient was externally shocked by emergency medical services. Reprogramming of the crt-d was performed and the crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.